Event description:
It was reported that a shaft break occurred. A 3.50 x 20mm synergy xd drug-eluting stent was selected for procedure. During the procedure, it was noted that the catheter shaft detached at about 15cm from the distal end, after deployment of the stent. The detached part of the catheter shaft was fully recovered within the guide catheter and removed from the patient. The treatment of stenosis could not be optimal as the stent meshes could not be recrossed to finalize coronary dilation. There were no patient complications reported. It was further reported that the target lesion was located in the circumflex. The stent was loose, and there was a break between the stent and the hypotube. The stent and the wire removed from the patient. The procedure completed with another stent and wire.

Event description:
It was reported that a shaft break occurred. A 3.50 x 20mm synergy xd drug-eluting stent was selected for procedure. During the procedure, it was noted that the catheter shaft detached at about 15cm from the distal end, after deployment of the stent. The detached part of the catheter shaft was fully recovered within the guide catheter and removed from the patient. The treatment of stenosis could not be optimal as the stent meshes could not be recrossed to finalize coronary dilation. There were no patient complications reported.